Event description:
It was reported that the patient reported receiving multiple shocks from the system controller over a period of months-years since it was exchanged in 2022. The controller and modular cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged housing of controller. Damaged user interface membrane. The reported event of the heartmate 3 system controller (serial number: (B)(6) shocking the patient could not be confirmed during evaluation of the returned product. The controller was returned in worn condition, with minor damages to its housing as well as the user interface membrane. The system controller passed all steps of functional testing and was able to support a mock circulatory loop without issue. In the areas of housing damages, some exposed metal was noted. Current leakage testing was performed at all points of exposed metal, and all values were found to be within product specifications. The downloaded log file was also reviewed, and no abnormal events were observed. The root cause of the reported electrical shocks could not be conclusively determined through this analysis. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate patient handbook section 4 ¿ ¿living with the heartmate 3¿ and heartmate 3 instructions for use section 6 ¿ ¿patient care and management¿ state that static electricity occurs when two objects come into contact. Patients can receive a static shock when doing things such as folding or changing bedsheets, taking laundry out of a dryer, dragging feet on a carpet, or touching the screens of older tvs or computers (lcd and led screens are okay). Fabrics like wool, silk, and synthetic materials can build up static electricity. The use of cotton fabrics is recommended when possible. Static electricity is common when the air is dry. A humidifier can make air less dry and reduce static electricity. Patients can reduce static electricity by using products such as: a humidifier to add moisture to the air, dryer sheets and fabric softeners in clothes and bedsheets, anti-static spray on carpets and other materials, skin moisturizer on their skin, and cotton fabric clothing and bedsheets. The heartmate 3 patient handbook (section 2 ¿ ¿how your heart pump works,¿ section 3 ¿ ¿powering the system,¿ section 4 ¿ ¿living with the heartmate 3,¿ and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller, in such ways that would avoid the user feeling an electrical shock. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.